Manufacturer narrative:
(B)(4). (B)(6). The device has been returned to the manufacturer. The device analysis showed that the product was damaged on one side on the bottom ofthe pieces. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. 1 complaint, this one included, have been recorded on exception standard stem trial neck s123, reference (B)(4), batch 1557257040 since ever regarding instrument fracture. Investigation results concluded that the reported event was due to wear and tear from use. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke. No adverse events have been reported as a result of the malfunction.